Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the caller with comprehensive instructions for resetting the pump, and after the reset, the cgm error code did not appear again.